Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and transfusion ("blood transfusion"). The patient was treated with surgery (essure coil removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal and transfusion outcome was unknown. The reporter considered medical device removal and transfusion to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included seizure, depression, anxiety, obesity, traumatic brain injury, recurrent pregnancy loss and eclampsia. Concurrent conditions included uterine bleeding. On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and uterine haemorrhage ("abnormal uterine bleeding") and underwent transfusion ("blood transfusion"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, transfusion and uterine haemorrhage outcome was unknown. The reporter considered pelvic pain, transfusion and uterine haemorrhage to be related to essure. The reporter commented: discrepancy noted for date of insertion: (B)(6) 2018 6 trailing coils noted . Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, abnormal uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jul-2020: mr received. Reporter information added. Patient medical history added. Event medical device removal updated to event pelvic pain. New event of abnormal uterine bleeding added. Fup 1 and 2 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.